Manufacturer narrative:
Manufacturer reference (B)(4). Similar to device under p140016. (B)(4). Summary of investigational findings: the available information for this complaint was only the event description as no imaging or lot number was provided. It was therefore not possible to determine the cause of the event. According to the IFU this event is listed as a potential adverse event. Based on the provided information, there is no evidence to suggest that the product was not manufactured according to specifications. Cook medical will continue to monitor for similar events.

Event description:
Description of event according to study: this (B)(6) yr old female patient in the (B)(6) study had a type iii endoleak noted on the follow-up CT (4 days pp). On (B)(6) 2016, a proximal component and a distal component were implanted without difficulty. No additional procedures or devices were needed. On the final completion angiogram, no endoleaks were noted. Follow-up CT¿s: (B)(6) 2016 (4 days pp) a type 3 endoleak was noted ¿at the 1/3 distal of the descending aorta¿. No other technical observations/imaging abnormalities observed, including kink, stent fracture, barb separation, and component separation. This finding of a type iii endoleak did not result in a new clinical event or intervention. Patient outcome: no information provided.